Event description:
It was reported that a shaft break occurred. The 28mm in length and 3.0mm in diameter target lesion was located in a moderately tortuous and moderately calcified left anterior descending artery. Vascular access was obtained via the femoral artery. A10/3.00 flextome¿ cutting balloon¿ catheter was selected for treatment. During the procedure, it was observed that the device was not able to cross the specified lesion; subsequently, when the catheter was pushed, the proximal shaft of the device which was outside the patient's body, was noted to be broken. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by manufacturer. Device was returned for analysis. The balloon protector cap was not returned. No damage was noted to the tip, balloon or blades of the device. The balloon was tightly wrapped and was not subjected to positive pressure. The catheter shaft was inspected and it was observed that the hypotube was broken at 265mm from the hub. In addition, the hypotube was kinked along its entire length. No other issues were noted during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that a shaft break occurred. The 28mm in length and 3.0mm in diameter target lesion was located in a moderately tortuous and moderately calcified left anterior descending artery. Vascular access was obtained via the femoral artery. A10/3.00 flextome cutting balloon catheter was selected for treatment. During the procedure, it was observed that the device was not able to cross the specified lesion; subsequently, when the catheter was pushed, the proximal shaft of the device which was outside the patient's body, was noted to be broken. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Age at the time of event: 18 years or older. (B)(4).